Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Customer indicated that the batteries may be old and will buy new ones at the store. Customer declined any troubleshooting and will call back if any further issues or if the new batteries do not work.